Event description:
Information was received indicating that immediately on use of a smiths medical cadd pump for veletri treatment, a no disposable alarm was noted. No patient consequences were noted. No adverse effects were reported.